Event description:
It was reported that during a device follow-up the right ventricular (rv) lead exhibited acute out of range high impedance readings with an associated acute rise in pacing threshold. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d314trg cardiac resynchronization therapy - defibrillator (crt-d), implant date: (B)(6) 2012; product ID 1056k-86 (competitor) implantable pacing lead, implant date: (B)(6) 2004; product ID 5076-52 implantable pacing lead, implant date: (B)(6) 2004. (B)(4).